Event description:
It was reported that while the patient was undergoing a system implant the right ventricular lead developed a breakage and was replaced with a new right ventricular lead. No further information was available.